Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tar surgery, the cadence implant protector - right broke when putting in the implant. It is unknown if any pieces fell inside of the patient. Surgery was resumed, without any delay, with a back-up device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
The product was received at the aus site for evaluation. The complaint was confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identified similar reported events for this device, but none for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. Visual inspection: verified that the most probable cause for the failure was wear and damage due to normal use. Evaluation of the returned device found that a foot or tab of the plastic instrument was broken off. The complaint alleges no injury to the patient nor a delay during surgery. It was determined that the device likely contributed to the reported event as the most likely cause for the breakage was wear and damage due to normal use. The cadence implant protector is a reusable instrument expected to be used across multiple surgeries. The instrument is made of plastic and is used to protect the implant from direct forces during impaction for implantation. Evaluation of the returned device found that the instrument featured signs of wear and damage on multiple surfaces as well as significant deformation around the area of the break, indicating that the instrument failed after exposure to signification forces. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.